Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)

Event description:
Same case as MFR report #: 2134265-2010-03046 and 03047. It was reported that during a percutaneous coronary rotational atherectomy interventional procedure, a wire break occurred. The 99% stenosed lesion being treated was located in the calcified and tortuous mid left circumflex artery (lcx). First, an attempt was made to advance a non-bsc balloon over a non-bsc guide wire, however that was unsuccessful. Therefore, the physician advanced the floppy rotawire. The physician attempted to platform the rotalink advancer and a 1.5mm rotalink burr, however during platforming it "sounded strange". The physician advanced the burr through the guide catheter; however it would not exit the guide. The physician removed the burr and found that the handshake connection had twisted upon itself. The physician then used the same rotalink advancer and connected a 1.25mm rotalink burr. The physician could not advance the 1.25mm rotalink burr into the left main, therefore he removed it. It was then noted that the tip of the floppy rotawire had detached and remained in the patient. The physician made attempts to snare the wire fragment unsuccessfully. Therefore, the physician predilated the lcx with 1.5, 2 and 2.5mm balloons and then successfully stented the lesion with a 2.5 x 12mm bare metal stent. As the wire fragment remained trapped between the left main and lcx, an additional 4.0 x 8mm non-bsc drug eluting stent was deployed, effectively trapping the wire between the two stent sites. Residual stenosis of the lcx was reported as less than 0%. No further patient complications were reported and patient status was reported as "fine".